Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: "we have had several instances where the needle did not retract after pressing the button on some IV catheters. This is a safety issue for both patient and staff."

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4305275. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.